Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 7 months following the implant of this transcatheter bioprosthetic pulmonary valve, the patient hospitalized and a mean gradient of 20 mm hg was observed. A peak gradient of approximately 30 to 40 mm hg was noted. The left ventricle ejection fraction was measured to be 55%.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that the patient had a single lung and was hospitalized for heart failure and an infection. The infection was treated during the hospitalization with the hope that the right ventricular systolic pressure and pulmonary valve stenosis would improve back to baseline. Additionally, it was noted that a computed tomography was performed initially during the hospitalization which revealed neointimal tissue proliferation and leaflet thrombosis. Subsequently, another catheterization was performed and revealed that the gradient had decreased to 10 mmhg with no regurgitation noted.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: fluoroscopic images were provided for review of this event. The images provided correspond to a catheterization on 04/25 where a proper position and expansion of the harmony transcatheter pulmonary valve (tpv) with no evidence of pulmonic regurgitation is noted. It is not possible to observe any obstruction that could cause the gradients reported. Through the angiographic images it is not possible to assess the gradients described in the report. Post implant computed tomography (CT) leaflet thickening present consistent with hypoattenuated leaflet thickening (halt), likely 50-75%. Unable to assess leaflet mobility subsequent post implant CT reviewed. Images consistent with minimal leaflet thickening, likely <(><<)> 25%. Unable to assess leaflet motion the images reviewed demonstrate a decrease in leaflet thickening and could explain the decrease in gradient. No functional data set provided to comment on leaflet mobility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.